Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated. The manufacture date for this electrode is july 29, 2015.

Event description:
Boston scientific received information that approximately three days post implant, the patient with this device received a single inappropriate shock due to noise; additionally, six untreated episodes were logged in memory. Boston scientific's technical services and engineers reviewed case information suggesting that the episode timing and s-ECG signature was consistent with a hypothesized slightly loosened setscrew/poor connection. The system has been reprogrammed to primary for sensing optimization and no additional adverse patient effects nor surgical intervention, has been reported. Subsequently, the device and associated electrode were explanted and replaced. No procedural complications were reported and both products were returned for laboratory analysis. No information regarding setscrew positioning, was reported during the replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete lead with setscrew mark on the terminal pin and in the correct location confirming complete implant insertion. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This product has been archived as meeting all functional and manufacturing specifications.